Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient had an automobile accident. Following an accident, the patient experienced difficulty in establishing communication between the ipg and external devices. In turn, the patient stopped charging the ipg for about four months and the ipg deemed inoperable. Consequently, surgical intervention was undertaken wherein the ipg was explanted and replaced with another model which resolved the issue.